Event description:
This incident is related to the following product: clear care 3% hydrogen peroxide cleaning and disinfecting solution for contact lenses. (Lot #247516f, exp 08/2017) per the container's instructions, I soaked my lenses in the above contact lens solution for at least 6 hours overnight (10 hours in fact). This morning when I went to place my contact lens in my eye, I immediately felt a burning sensation requiring me to remove my contact and flush out my eye with water for 5 minutes. My right eye is still red from the insult. I have been a loyal user of clear care for the past 11 years (since 2005) and only twice have I ever experienced this, and previously always through user error (soaking for <6 hours). Since the MFR, alcon laboratories, inc., has switched it's product to include the lens holder with the blue caps (previously beige colored caps), the lack of proper neutralization has been a problem. The same above incident happened to me with another lot number. I had to throw away the lens holder neutralizing disc that came with the package and switch to an older lens holder neutralizing disc (beige colored cap) that I had in my home. I believe there is a problem with the neutralizing disc that is included with the packages resulting in incomplete neutralization of the 3% hydrogen peroxide. This leads consumers to place incompletely neutralized 3% hydrogen peroxide directly onto their orbit and causing unnecessary harm. I do not believe the above incident was due to personal error. I left a message with the toll free number at (B)(4) describing the incident.